Manufacturer narrative:
Calibration and qc data were requested but not provided. The patient's sample was provided for investigation. The investigation could not reproduce the customer's results. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable elecsys tsh assay results for one patient from the cobas e 801 module, serial number (B)(4). The customer reported out the results to a physician who asked for re-measurement of the sample. The customer performed repeat testing with an accuraseed (wako). Also, the patient's sample was submitted for investigation and was tested on an architect analyzer and a cobas e 801 module. This medwatch is for tsh. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay, and patient identifier (B)(6) for the ft3 assay.